Event description:
The husband of the patient stated that she has had 6 infusion set tubings partially separate from the luer connection. The most recent occurrence happened 7 days prior to the report. The patient stated that she discovered the separation when she "pulled the pump out." Her blood glucose was elevated to 300 mg/dl. She stated she felt dizzy, thirsty, and light-headed. She changed the infusion tubing and bolused through her infusion device to lower her blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.